Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the problem of pulling off suture needle happened during the suturing process, which may have prolonged the surgical time and indirectly caused damage to the patient's important tissues and organs. Immediately stopped using, replaced and used normally. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: 1. What is the procedure name? Suture atrial septum and atrium. 2. Were there any unexpected outcomes or complications as a result of the prolonged surgery time 3. Was there any change in the patient¿s post operative care due to the prolonged procedure? 4. It was reported that this issue " indirectly caused damage to the patient's important tissues and organs". What organs were affected? What actions were taken? Was additional treatment/medical intervention required? 5. What is the most current patient status? Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.